Manufacturer narrative:
Block b3: exact date unknown, event occurred for approximately a year.

Event description:
It was reported that the patients ipg would not get charged more than one bar even after several attempts of cycle charging. The patient underwent an ipg replacement procedure. The explanted device will not be returned as it was discarded by the medical facility.